Event description:
I am a lasik pt - bilateral lasik performed (B)(6) 2014 at (B)(6)\. On (B)(6) 2018, I was diagnosed with a retinal detachment and rushed to emergency surgery for a scleral buckle placement in my left eye. On (B)(6) 2018, I was diagnosed with retinal "lattice" in my right eye, which my surgeon described as a "thinning" of the retina. This is a precursor to detachment as the thinning allows holes to form and fluid to get behind the retina, eventually causing it to detach. There is no previous history of retinal detachment in my family.